Event description:
It was reported that after insertion upon initiation of pumping, "balloon catheter did not expand at the tip of the balloon, it remained wrapped". As a result, the iab was removed and a 2nd iab was inserted. Upon removal, it was noted the catheter was "caught up in the sheath". The 2nd iab was inserted at the same insertion site, however the same issue occurred and the balloon would not expand. As a result, a 3rd catheter from a different brand was inserted at the same insertion site and worked normally. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00512.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that after insertion upon initiation of pumping, "balloon catheter did not expand at the tip of the balloon, it remained wrapped". As a result, the iab was removed and a 2nd iab was inserted. Upon removal, it was noted the catheter was "caught up in the sheath". The 2nd iab was inserted at the same insertion site, however the same issue occurred and the balloon would not expand. As a result, a 3rd catheter from a different brand was inserted at the same insertion site and worked normally. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00512

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "balloon catheter did not expand at the tip of the balloon, it remained wrapped" was confirmed based upon the sample received. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) with a portion of the original packaging carton label for investigation, which matches the serial number of the returned sample (inp-3). The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-4). The entire bladder was noted wrapped (or considered twisted), including the distal end and the proximal end of the bladder (inp-6 through inp-8). Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The ca theter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was c onsistent with being twisted (anp-1 through anp-3). No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint was manufacturing related. Corrections (retraining) have been established for this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.